Event description:
It was reported the customer had a backlight anomaly. Customer stated their backlight was dim. The customer stated their insulin pump was not low on battery. Customer also reported their previous insulin pumps had a brighter backlight. The customer's blood glucose was 9 mmol/l. The customer's inulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had dim backlight due to faulty panel on lcd board. No cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.